Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was cracked and broken. The customer was unable to read the screen. Customer's blood glucose level was 78 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.